Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has had revisions to their implanted system in the past. When asked for details about the reason for the revisions, the caller read from the medical records that said the patient had a full system removal and new device placement. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed registration information. Additional information was received from the healthcare provider (hcp). The hcp reported that the statement "the patient had a full system removal and new device placement" was that the device was removed. The patient no longer needed it and also needed an MRI. The issue was not caused by normal battery depletion. When asked what most likely caused or contributed to this issue was, they reported "see above." They reported that steps taken to resolve the issue included that the device was removed. They reported that the issue had been resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-apr-13 additional information was received from a healthcare provider (hcp). The hcp stated that the device was also removed due to symptom resolution and patient annoyance with the MRI process.